Event description:
Per the clinic, the patient experienced chronic crusting and itching at the abutment site (specific date not reported). Subsequently, the patient was placed under general anesthesia on (B)(6) 2024, in order to minimally resect the skin at the edges and the implant was explanted during the same surgery.